Manufacturer narrative:
The investigation did not confirm the reported system stop when the console was unplugged. The left ventricular assist system (lvas) was not returned for analysis. As a result, the reported event could not be confirmed and a root cause could not be conclusively determined. The account reported that the console would not be returned. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s date of birth and/or age were requested, but was not provided. The patient¿s gender was requested, but was not provided. The patient¿s weight was requested, but was not provided. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported by an extracorporeal circulatory support device. It was reported that the system stopped when unplugged from ac power as the patient went for a CT scan. A backup centrimag system was utilized for the patient. Additional information was requested, but was not provided.